Manufacturer narrative:
Updated data: there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the initially reported device after it was released for distribution. The delivery catheter system (dcs) was determined to not be a contributing cause to the adverse event and does not meet complaint criteria subject to the provisions of 21 cfr 820.198, complaint files. B.5. Additional information was received that the valve dislodged due to a lack of calcification in the native anatomy for the valve frame to anchor on to. The delivery catheter system did not cause or contribute to the deep implant. No adverse patient effects were reported. D. Suspect medical device d1. Brand name d4. Model #; catalog #; serial #; UDI # d6a. Implanted date e. Initial reporter phone number updated to align with the facility. H6. Device code; eval code method medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 21-may-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep 15 millimeter (mm) and 15mm. The valve was snared and pulled back to a final depth of 5mm and 5mm. No further intervention was required. No additional adverse patient effects were reported.